Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). One used sample was received with no cap on spike and no cap on patient connector in reference to connection issue. The set was visually inspected and noted that the tip of the spike was bent inward. No other visual defects were noted. The complaint was confirmed in the lab for connection issue. Based on the information obtained from baxter's investigation, the root cause of the report was due to incorrect operation/functioning of a spike assist device (clean flash) or positioning within the device. A batch review was not performed as lot information was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A (B)(6) customer contacted baxter to report that the patient set the transfer set on the clean flash device incorrectly so a mispike occurred. There was no patient injury or medical intervention.